Event description:
It was reported that the insulin pump under-delivered insulin. The insulin pump did not alarm no delivery. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.